Manufacturer narrative:
(B)(4). The requested log review for an over infusion of a zosyn secondary was completed and the customer's report of the infusion running faster than expected was verified. A review of the logs showed that the secondary infusion programming was entered but the user never started the infusion. Because the user did not complete the programming of the secondary infusion by pressing "start", the infusion continued to run at the faster primary rate of 200 ml/hr. The cause of the reported event is user programming. No malfunction of the pump is believed to have occurred.

Event description:
Customer requested a log review for an over infusion of zosyn: extended infusion was programmed and should have run over four hours but completed in approx 30 minutes. No pt harm or medical intervention required. Although requested, no further pt or event info was provided.